Manufacturer narrative:
Based on the claim against the product by the customer noting that the instrument tip was catching tissue, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed and reported failure was confirmed. The instrument was found to have burrs/indentations at the grip tips. Additionally, corrosion was also found at the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The complaint regarding the instrument tip sticking to tissue was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure that the tip of the thermal coating near the jaw portion of the cadiere forceps instrument was catching onto the patient's tissue. The procedure was completed with no reports of patient injury. Intuitive surgical inc.(isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.